Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter/strips replaced on internal report #01635605. Product not returned for evaluation. Most likely underlying root cause: mlc-55 - user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 301, 337, 394, 353 and 345 mg/dl non-fasting. The customer's expected non-fasting blood glucose test result range is 120 - 130 mg/dl. Customer also stated they were comparing the meter to another device and that her reading were higher (meter to meter comparison results were not provided). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the a back to back blood test was performed by the customer non-fasting and produced test results of 279 mg/dl and 296 mg/dl using meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 08/20/2020 and open vial date is 04/26/2019. Customer stated that their friend had conducted one test on meter and that all the results provided from the memory on the call were the customer's test results. The meter memory was reviewed for previous test result history: (B)(6).